Manufacturer narrative:
D4: UDI number unavailable. G5: 510k number unavailable. One pump was received for evaluation. Visual inspection revealed a scratched lens, broken battery door, and a downstream occlusion (dso) seal that is non-original equipment manufacturer (OEM). Functional testing was performed and the device passed all tests. The reported issue could not be replicated; however, event logs confirmed few "downstream occlusion" and "cassette not attached properly" alarm messages. The dso sensor was replaced as a preventative measure. The lens, battery door, and dso seal were also replaced. The exact root cause of the issue was undetermined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displays downstream occlusion during priming then cassette not attached properly error. It is unknown if there was patient involvement, no adverse patient effects were reported.